Event description:
Customer reportedly obtained and error when tested at 1:00 pm and felt hypoglycemic. The customer ate candy to feel better. At 2:45pm, a relative called the paramedics who treated customer with an unknown injection and oral glucose. Customer was transported to the hospital and reportedly received further treatment (not provided) for hypoglycemic symptoms. Requested return of suspect and replacement was sent.